Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 110-240 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issues were verified. Based on the analysis, the alleged insulin gauge issue could not be verified.